Event description:
It was reported that during the use of the cassette, a "no disposable, pump won't run" alarm sounded. The customer detached and attached the cassette again, but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Other, other text: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. - root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. - actions taken - no actions taken were performed since the complaint was not confirmed.